Event description:
During a remote follow-up, an increase in the pacing impedance and episodes of functional undersensing, post-paced t wave oversensing, and a loss of capture were observed on the right ventricular (rv) lead. The patient was not pacemaker dependent. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.